Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneous result for magnesium for one (1) patient sample assayed with magnesium reagent on a unicel dxc 600i synchron chemistry analyzer. The erroneous magnesium result was reported outside of the laboratory. Due to the elevated result, the patient was sent to the emergency room. The customer reported that the patient's magnesium was reassayed at the emergency room on another analyzer. The magnesium result obtained at the emergency room was normal. The patient did not receive any treatment associated with the original erroneous magnesium result. The customer reported that quality control results were recovering within the laboratory's established ranges at the time of the event.

Manufacturer narrative:
A field service engineer was dispatched to the customer's site. The fse observed that the sample mixer station had a pinched o-ring causing carryover from the cc sample mixer. The fse replaced the wash station. The fse verified the repairs per established procedures including performing a carryover test. This MDR is related to MDR 2050012-2012-00503 which has been reported.